Manufacturer narrative:
During the eval of the device at the MFR's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced and the device was recalibrated to address these issues.

Event description:
The MFR rec'd info alleging a "service required" alarm condition occurred. There was no harm or injury reported.